Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The manufacturer became aware of adverse events from the (B)(6) arthroplasty register (nar). The title of this report is ¿rhead reported in the (B)(6) arthroplasty register (nar)¿ which is associated with the rhead system, within that report, post-operative complications/ adverse events were reported, which occurred between 2002 and 2017. A review of the complaint handling database revealed that the events have not been reported previously to stryker, therefore (B)(4) complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses revision surgery due to loosening of the distal component in 2007.